Manufacturer narrative:
The handpiece has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the probe tip on the handpiece broke off. The broken tip was found on the floor. Another instrument was used to complete the procedure. There was no pt injury reported. Olympus followed up with the user facility to obtain add'l info but with no results.